Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose, with blood glucose of 48 mg/dl at the time of the incident. The pump was uploaded and showed that the pump was taken off auto mode by the user between 2 boluses, but the caller was adamant that the customer was asleep at the time of the low. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.